Manufacturer narrative:
(B)(4). The hospital's biomed identified the issue as the opcheck had been run incorrectly, where the therapy knob was not set to 170 joules as directed. There was no malfunction of the device. The users were provided instruction for how to run the opcheck properly. Philips investigated the clarity of the instructions for use for performing opcheck on xl+devices. It was determined that added clarity in the instructions for use were necessary to improve user understanding of device behavior during opcheck. Service bulletin (B)(4) was released to clarify these instructions. Additionally, software revision (released (B)(4) 2012) (B)(4) provides an enhancement to the opcheck where the device does not go into service mode after a therapy knob opcheck failure. We are considering this a malfunction in labeling.

Event description:
The customer reported the device locks users out when failing opcheck. No adverse patient impact was reported.